Event description:
Device malfunction: none. Symptoms/ae: pseudoaneurysm. Time of symptoms/ae: after the procedure. It was reported that a physician successfully achieved arteriotomy closure with a perclose proglide after an uneventful left internal/common carotid artery stenting procedure. The pt was discharged to home one day post procedure. Seven days post procedure, the pt was readmitted to the hospital with the diagnosis of pseudoaneurysm at the access site. A femoral ultrasound and an angioplasty were done. The site was tented and the pt was discharged to home the next day. There is no add'l info available.

Manufacturer narrative:
(B)(4).